Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The reported phenomenon is missing of the screw of the circuit board in the scope connector. The missing screw was located inside the control section. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from olympus keymed there was the possibility that the reported phenomenon was attributed to the insufficient tightening torque of screw or vibration.

Manufacturer narrative:
The device is currently being evaluated. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The customer reported that the channel of the device was clogged. During the repair process, olympus technician identified a screw of the circuit board inside the control body was missing. This event was found during repair by olympus repair center. There was no report of patient injury associated with this event.